Event description:
User receiving discrepant sodium results on approx 30 pt samples, eighteen specific results were provided, sample 1, initial 131 mmol/l, repeat 137 mmol/l. Sample 2, initial 129 mmol/l, repeat 139 mmol/l. Sample 3, initial 123 mmol/l, repeat 130 mmol/l. Sample 4, initial 124 mmol/l, repeat 134 mmol/l. Sample 5, initial 133 mmol/l, repeat 142 mmol/l. Sample 6, initial 128 mmol/l, repeat 137 mmol/l. Sample 7, initial 132 mmol/l, repeat 141 mmol/l. Sample 8, initial 129 mmol/l, repeat 138 mmol/l. Sample 9, initial 131 mmol/l, repeat 141 mmol/l. Sample 10, initial 130 mmol/l, repeat 140 mmol/l. Sample 11, initial 131 mmol/l, repeat 140 mmol/l. Sample 12, initial 131 mmol/l, repeat 139 mmol/l. Sample 13, initial 129 mmol/l, repeat 138 mmol/l. Sample 14, initial 129 mmol/l, repeat 138 mmol/l. Sample 15, initial 127 mmol/l, repeat 137 mmol/l. Sample 16, initial 129 mmol/l, repeat 138 mmol/l. Sample 17, initial 128 mmol/l, repeat 138 mmol/l. Sample 18, initial 131 mmol/l, repeat 140 mmol/l. Erroneous results were reported. Info was not provided to determine if pts were adversely affected . The field svc rep determined the ise applications had been calibrated with an old calibrator. He recalibrated the assay with fresh calibrations. Performance tests were performed.